Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that they had to have their implantable cardioverter defibrillator (ICD) adjusted the day after implant due to alert tones. The following physician confirmed that the ICD parameters were set incorrectly. The device was set to the correct parameters and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.